Event description:
It was stated that the customer was hospitalized for high blood glucose levels. Prior to the hospitalization, it was stated that the customer changed the infusion set the night prior, then woke up with blood glucose levels of 450. It was stated that insulin leaked past the o-rings into the reservoir compartment. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.